Event description:
It was reported that, the right ventricular (rv) lead and this right atrial (ra) lead exhibited high impedances out of range. There has been a gradual rise to 3000 ohms. The patient is scheduled to have micra placed within the next two weeks due to patient age and family refusing lead extraction. This ra lead remains in service. No adverse patient effects were reported.